Event description:
A customer reported unexpected negative reactions were obtained with the antibody screening assay during validation of the galileo echo instrument ((B)(4)).

Manufacturer narrative:
A review of the image files showed that cell 2, which contains the k antigen, resulted as negative but visually appeared positive. Controls reacted as expected. The customer was referred to customer communication (B)(4) that states to visually verify negative antibody screening and identification reactions prior to reporting. An immucor field service engineer performed the unexpected reactions checklist. The instrument is operating as expected.